Event description:
During an implant procedure, it was noted the guidewire was unable to be removed from the left ventricular (lv) lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.